Event description:
The nurse (rn) of a home pt (hp) reported an overfill of solution may have occurred using the homechoice cycler for apd therapy. The rn reported the hp performed a manual midday exchange of 2000mls using 4.25% dextrose dianeal, which was expected to be removed during the initial drain phase of the subsequent apd therapy. During the apd therapy, the hp drained approx 300mls - 400mls for 2-3 minutes when the system "skipped" the remainder of the drain and advanced into fill. The hp was filled with the programmed fill volume of 2000mls using a combination of 1.5% dextrose dianeal and 4.25% dextrose dianeal for the apd therapy. During the next drain, the hp removed approximately 4500mls. The rn felt that the 4500mls represented the residual fluid remaining from the 2000mls day exchange, the delivered apd programmed fill of 2000mls plus the hp's ultrafiltration fluid. The apd therapy continued to completion and the total ultrafiltration was also reportedly 4500mls. The rn requested a replacement cycler and the hp's cycler was replaced. Review of the cycler's programming prior to device replacement revealed the initial drain alarm may have been programmed too low at 0mls, resulting in an incomplete initial drain followed by a full fill. This info was communicated to the rn at the time the cycler was replaced. The rn reported the hp's blood pressure was elevated in 2008. The hp received hemodialysis treatment the following day and 6 kgs of fluid was removed. According to the rn, four days later, the hp's weight dropped and their blood pressure was no longer elevated. According to the rn, there was no pt injury as a result of this incident.

Manufacturer narrative:
Additional info: 510(k) number: k923065. Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill incident. Based on a review of all available therapy log data, the most probable cause of the overfill was determined to be insufficient drain / user error, caused by the initial drain alarm setpoint being inappropriately programmed too low. The device will be routed to the device area. The device eval results were reviewed with the rn. As a result of this incident, the hp's initial drain alarm setpoint has been increased to 1800mls.